Manufacturer narrative:
Kci records indicate that the therapulse atp bed was initially placed with the account on (B)(6)2009 and remained in use for approximately seven days. The therapulse atp bed was returned to the kci service center for evaluation. Evaluation of the device revealed evidence that scorching and melting had occurred with the therapulse atp power cord plug. Additionally, the therapulse atp power cord was returned to the kci service center with the line in prong missing. The therapulse atp power cord was reported to have been plugged into a multiple outlet strip. Therapulse atp labeling states, avoid fire hazards - to minimize risk of fire, connect the bed's power cord directly into a wall-mounted outlet. Do not use extension cords or multiple outlet strips. Review and follow FDA's safety tips for preventing hospital bed fires (dated december 18, 2003) (B)(4).

Event description:
On (B)(6)2009, it was reported that the power cord on a therapulse atp bed sparked and smoke was seen while it was plugged into a multiple outlet strip at the healthcare facility. Neither the patient nor the healthcare facility staff was injured.